Manufacturer narrative:
This spontaneous case describes the occurrence of back pain ("back pain") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), heavy menstrual bleeding ("haemorrhagic period"), dysmenorrhoea ("painful period"), arthralgia ("joint pain / I had so much pain in my hips"), neck pain ("neck pain"), gait disturbance ("I walked like an old lady"), anxiety ("anxiety") and nervousness ("nervousness").essure was removed in 2018. The patient was treated with surgery (to remove essure). At the time of the report, the back pain, arthralgia and neck pain had resolved. The outcomes for fatigue, heavy menstrual bleeding, dysmenorrhoea, gait disturbance, anxiety and nervousness were unknown. No causality assessment was received for essure with regard to fatigue, heavy menstrual bleeding, dysmenorrhoea, arthralgia, neck pain, back pain, gait disturbance, anxiety or nervousness. The reporter commented: she had to meet with 9 surgeons before having the surgery. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jul-2024: quality safety evaluation of ptc. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of back pain ("back pain") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. Essure was removed in 2018. On unknown date she experienced back pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), heavy menstrual bleeding ("haemorrhagic period"), dysmenorrhoea ("painful period"), arthralgia ("joint pain / I had so much pain in my hips"), neck pain ("neck pain"), gait disturbance (" I walked like an old lady"), anxiety ("anxiety") and nervousness ("nervousness"). The patient was treated with surgery (to remove essure). At the time of the report, the back pain, arthralgia and neck pain had resolved. The outcomes for fatigue, heavy menstrual bleeding, dysmenorrhoea, gait disturbance, anxiety and nervousness were unknown. No causality assessment was received for essure with regard to fatigue, heavy menstrual bleeding, dysmenorrhoea, arthralgia, neck pain, back pain, gait disturbance, anxiety or nervousness. The reporter commented: she had to meet with 9 surgeons before having the surgery. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.